Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, lot #: v21210492 rev. G work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the system was constantly beeping upon the manufacturer representative's (rep) arrival and was still not able to get x-ray to initialize. The failure was confirmed. The rep tested for 5 volts on control board. The power supply (ps1) pcb (printed circuit board) was replaced. The x-ray functions then restored and beeping was eliminated. Codes b01, c02 and d02 are applicable. Analysis was also completed for the power supply (ps1) pcb. It was reported that visual inspections showed multiple components were electrically overstressed. Codes b01, c02 and d02 are also applicable to this analysis. A110201: applicable to the imaging acquisition system (ias) was stuck in initializing. A1102: applicable to error 140. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that when booting the system, the imaging acquisition system gets stuck in initializing. Representative said that the system shows an exposure error with error 140. No patient was present.